Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3, date of event: unknown; no information has been provided to date.

Event description:
It was reported that the cadd solis vip pump had a malfunction where a blockage or clear blockage alarm occurs each time a new cassette is attached and the pump is started. Beside troubleshooting the alarm persisted. The patient switched to a backup pump, which functioned properly. The infusion rate was 1.8 ml per hr. The issue occurred during a cassette change, and there was no interruption to therapy and no missed doses. The infused drug was remodulin mdv at a concentration of 2.5 mg per ml, administered at a rate of 1.8 ml per hr via a central line. This is a high priority alarm which could cause interruption of therapy. There was patient involvement, and no harm reported.

Manufacturer narrative:
D7a - single use device: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.